Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4); h3: analysis of the 97755 recharger (rtm) (serial number: (B)(6) found a recharge antenna failure; they received an intermittent "poor recharge quality" message. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The reason for call was the rep reports patient (pt) said the recharge paddle and wire is "getting hot" and "software problem" message occurred on the pt controller. Asked but caller did not know the 97755 serial number. Reviewed that pt should call pt services. The caller was not with the patient. The caller indicated that the patient's controller and recharger get hot during recharging sessions and the controller will not hold a charge. The caller indicated that they had the controller plugged in for one hour and it charged two percent. Caller stated they are getting software problem on the controller screen but did not have the other information on the screen. Caller stated the recharger gets hot when patient is charging the implant, get poor recharging quality. No symptoms reported. A replacement recharger antenna (rtm) was sent to the patient. Information was reviewed with the patient regarding controller function and confirmed controller is 100% charged and ins is empty. Additional information received from the patient, they indicated that there was software problem.